Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that during a cataract extraction/intraocular lens (iol) implant procedure the lens had to be extracted after implantation as there was a posterior capsular tear. The procedure was completed by using another lens. Additional information was requested.

Manufacturer narrative:
Product evaluation: the iol was returned for analysis. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried ion both surfaces of the optic and both haptics. Iol optic is cut through the optic from the center of the optic to the edge. The root cause for the pc-tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).